Manufacturer narrative:
Investigation is on-going and more information have been requested

Event description:
The surgeon has noticed a loosening of quadra prosthesis in average to high muscle massed men in particular. The surgeon is finding that stems have void lines in particular lateral and superior to quadra h stems that show up in x-ray sometimes up to a year after surgery for younger men or men with dense muscle mass. Some of these patients have pain and symptoms and some do not. Of the few quadra h that had been revised the stem was removed with little force with the stem removal tool.